Manufacturer narrative:
The insulin pump had button error alarmed and unresponsive buttons due to corroded all buttons on keypad trace.

Event description:
The customer reported via phone call that they received a button error alarm. The customer also reported that the bolus and act button were unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.